Manufacturer narrative:
The lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Apparent noise is evident on rv channel as shown on iegms on the hmsc website. Full lead evaluation is recommended. Lead currently remains implanted. Should additional information be received, this file will be updated.